Manufacturer narrative:
The investigation into the hemolysis has been completed since the original report was filed. The impella device was returned for evaluation and the benchtop analysis to root cause revealed that improper positioning of the device was the cause of the hemolysis. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the hemolysis has been completed since the original report was filed. The medical center discarded the impella product at the time of explant and care escalation. No benchtop analysis of the root cause of the hemolysis was possible; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of the hemolysis was improper positioning of the device. The failure mode will be monitored and trended.

Event description:
The complainant reported a 62 male year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. The patient exhibited hemolysis during use of the device. The pump was repositioned, 2 units of blood were delivered, and dialysis was administered.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.